Event description:
It was reported that there was a disconnection between the patient connector of the minicap extended life pd transfer set and the titanium adapter. This was observed during use of peritoneal dialysis (pd) therapy. There were no issues with the titanium adapter; the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.